Manufacturer narrative:
On 07 april 2017 the medical affairs director performed a clinical evaluation and commented as follows: knee revision surgery is required 3 years after primary implantation. Radiographic images show the presence of a loosened insert screw fixation. This event may be due to insufficient tightening torque but the real cause can't be determined. Immediate removal is strongly recommended. Additional information received on 19 april 2017 and includes: to 19 april 2017, the revision was not done yet. Batch review performed on 19 april 2017. Lot 121919: (B)(4) items manufactured and released on 03 august 2012. Expiration date: 2017-06-30. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any similar reported event. On 20 april 2017 the patient match department performed a planning review and commented as follows: our analysis of the planning process of this case found no deviations from the standard procedures. No errors have been found in any step. Not yet explanted.

Event description:
The patient came in complaining of pain. The surgeon noticed the screw had backed out. The cause of the screw backing out is unknown. There was no trauma to the knee. The surgeon plans to revise the knee. No revision is scheduled at this time. X-rays are available.